Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the implant through the incision site. Subsequently, the patient was administered with oral and topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced pain and an infection at the implant site exposing the receiver/stimulator (date not reported). Subsequently, the patient underwent a skin revision surgery using penrose drain method (date not reported) for drainage at incision site. However, the issue could not be resolved. The device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.